Manufacturer narrative:
The qc was within specification. Based on the data and information, a general reagent-specific issue is unlikely. The field service representative performed a correlation study of the results with a cobas c501 module and found the results were reproduced correctly. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable lipc results for 2 patient samples on a cobas c 311 analyzer. Sample 1: the initial result was 734.0 u/l. The sample was tested at another laboratory, using a different platform (reflectance method) and the result was 2,000 u/l. On (B)(6) 2025 the sample was repeated on the cobas module and the results were 329 u/l with a data flag, 431.0 u/l, and 422 u/l. On (B)(6) 2025 the sample was repeated on the cobas module and the result was 469.7 u/l. Sample 2: on (B)(6) 2025 the initial result was 342 u/l with a data flag. The sample was repeated with a manual dilution of 1:50 and the result was 600 u/l. The sample was tested at another laboratory and the result was 2,226 u/l. On (B)(6) 2025 the sample was tested and the results were 477 u/l and 582 u/l (with a 1:20 dilution). The samples were repeated due to the results not matching the patients' clinical history.